Event description:
Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient has continued with therapy successfully. The patient did not have any patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). The caregiver stated that they started the initial drain without the home patient being connected and they needed to start over with new supplies. The assignable cause for the reported incident was determined to be use error. Labeling review found labeling to be sufficient for the use error identified in this report. A service history review revealed no previous service events were related to the reported issue. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center and reported having started the initial drain cycle without the home patient (hp) being connected. The caregiver (cg) stated that they need to start over with new supplies the baxter technical service representative assisted with ending therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore, baxter cannot determine root cause.